Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, smoke was coming form the harvester. Intervention, by changing out the device, was required in this event by the practitioner to prevent a possible serious injury. Review of the event details has indicated that the customer was using a technique that is not instructed in our information for use. The product was changed out. The surgery was completed successfully with no indications of injury to the pt.